Event description:
A medwatch was received with stating, "3/4 cm burn to right upper lip after close examination of insulation coating on reusable bovie extender; small break noted in insulation. Intervention- surgeon determined full thickness burn; burn area excised and repair completed."